Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l40500), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during an arthroscopic rotator cuff repair surgery on (B)(6) 2022, it was observed that the anchor's suture passing kite on the 5.5mm healx adv sp peek anchor device pulled out of the anchor upon opening and could not be reinserted. Another like device was used to complete the procedure with less than five minutes of delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.